Event description:
Customer reported a professional system blood glucose result of "120s" mg/dl and an advantage system result of "250's mg/dl within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.